Event description:
It was reported that the pump stalled. The reason was unknown. They emptied the pump and flushed the whole system. In 2008, under fluoroscopy and CT, there was no catheter dysfunction. It was also very easy to aspirate the catheter. The system seemed to run better after the system flushing. Two days later, the pump stopped again. The pump was explanted. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.